Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient was hospitalized due to inappropriate shock delivery from the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. Evidence suggests artifacts were seen on the right atrial channel causing pacing inhibition even though it was programmed to minimum sensitivity. Boston scientific technical services recommended to use the electrocautery mode to assure pacing as patient is 100% dependent. This ICD is implanted on the right side and has been turned off. The physician implanted a new ICD and leads on the left side. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.